Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v001081, implanted: (B)(6) 2005, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s doctor wanted to have an MRI on her lower back and could not recall if she could have one with her implant. The patient stated that she had foot drop on the right foot and the healthcare professional (hcp) thought that something was impinging in the spinal area to cause it. The hcp did not say that it was related to the stimulator. The issue had been progressing over the past few months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.